Event description:
Customer hospitalized due to high blood glucose and vomiting. Customer's pump history showed a low battery followed by an error alarm. Customer did not know that the alarm had erased the settings. Explain customer that the error alarm is a program safety alarm. Customer stated that they have been vomiting and had to go to the hospital due to this problem.